Event description:
It was reported that the insulin pump alarmed motor error while the customer was changing the infusion set. The blood glucose reading was 128 mg/dl. The customer stated that the alarm occurred during the prime process. No significant events leading to the alarm were observed. She noted that the insulin pump also alarmed no delivery after the rewind process during the troubleshoot for the motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.